Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the emergency room due to inappropriate high voltage therapy. The device was interrogated and revealed that inappropriate high voltage therapy was delivered for supraventricular tachycardia due to inappropriate programming of the device. The patient was admitted to the hospital. The device was reprogrammed to resolve the event. The patient was stable.